Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty procedure, a visual inspection of the device was performed upon removal from the package, as recommended in the instructions for use. It was noted that the tip of the device appeared shorter than usual. The unit was not used on the pt and a second catheter was used to finish the procedure.